Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient was a little out of it because they took a pain pill for their pain as well as being up all night since the procedure. Later the patient reported soreness where the leads were placed and blood on their bandage. An additional call from the consumer indicated that the patient was having intermittent vaginal pain. The patient had increased stimulation from 1.4 to 1.9, but felt pain at the 1.4 setting as well. The patient was not sure if the pain was due to the bladder infection the patient had. Furthermore the patient had not had any bowel movements since the start of the trial and reported that the bandage and wires were loose. A later call determined that the patient was having pain in their tailbone that feels like the wire is poking them. The patient indicated that the poking was not stimulation and also that they had some itching and redness. A follow-up call determined that the patient stops feeling stimulation and as a result was advised by their healthcare provider (hcp) to change programs. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.